Event description:
During a f/u visit, diagnostic tests were run on the vns pt's device to check proper device function. When the pt's device was interrogated at the end of the visit, the device was found to be programmed to unintended settings. The settings correspond to those at which the system diagnostic test is executed. The pt's device settings were not corrected at the same visit and the pt left the office. Programming history for the pt's device was requested. Review of the received programming history confirmed that there was an interrupted system diagnostic test run on the day of that visit after which the device settings were inadvertently changed. The pt's device is still set to these incorrect settings but the pt has been referred to end of service generator replacement surgery due to eos = yes.

Manufacturer narrative:
Analysis of programming history.